Event description:
The customer reported loss of multiple 12-lead ECG waveforms.

Manufacturer narrative:
There was no report of patient impact. Philips evaluated the device and confirmed the 12-lead ECG issue. The issue was resolved by replacing the leads ECG trunk cable.